Manufacturer narrative:
(B)(4). Analysis was normal, no anomaly was found. (B)(4).

Event description:
It was reported that the patient had swelling and ecchymosis postoperative. The patient had developed a pocket infection. The physician strengthen the dressing and the patient was treated with antibiotics and discharged home. On (B)(6) 2016 the wound was not healed the system was debridement and suture and the incision was improved and the patient again was discharged. The system was subsequently explanted on (B)(6) 2016. The patient's condition prior, during and post procedure was fine.